Manufacturer narrative:
The cot was evaluated by an authorized service technician at the customer's location. A visual and functional evaluation was conducted. The alleged failure could not be duplicated and the cot was found to be functioning as intended. The IFU contains sufficient instructions for safe unloading of the stretcher from the ambulance. The cot was function tested and returned to service. No further details were provided pertaining to the patient injury or if medical intervention was sought.

Event description:
The customer reported while unloading a patient from the ambulance the legs of the cot allegedly did not lower and the medic continued to pull the cot from the truck resulting in the cot and patient lowering unexpectedly. It was reported the patient scraped their arm however, medical intervention was not sought.

Event description:
The customer reported while unloading a patient from the ambulance the legs of the cot allegedly did not lower and the medic continued to pull the cot from the truck resulting in the cot and patient lowering unexpectedly. It was reported the patient scraped their arm however, medical intervention was not sought.